Event description:
A 4.0 mm diameter x 11mm length nc stormer mx balloon was inserted for treatment into a patient using the contrelateral approach to the sfa. Vessel tortuosity was reported to be moderate. It was reported that while advancing the catheter to the lesion site, the device was kinking and at that point, the device separated into two pieces. The physician used a snare to capture the piece of the catheter that was left in the patient. The case was completed with another manufacturers balloon. No additional sequelae were reported and the patient is reported to be fine.

Manufacturer narrative:
Evaluation results: lack of information, (no device or films returned for evaluation).